Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, with repeated sensor reconnecting alarms and intermittent glucose readings while the sensor still had remaining wear time; availability with this sensor had been under 90 percent, and the user planned to monitor briefly and replace the sensor if reconnection did not occur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included troubleshooting and user education regarding the standard steps for sensor reconnecting alarms. Investigation of this case revealed an issue limited to communication between the ilet and the g7 sensor, consistent with intermittent connectivity, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was device communication disruption without clinical impact.